Event description:
It was reported that during a follow up in clinic, high defibrillation impedance was noted on the right ventricular (rv) channel. The physician suspected rv lead damage, however, a revision procedure was performed and no anomalies of the rv lead were observed neither visually nor via diagnostic imaging. The rv lead and the device were explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of high impedance was confirmed in the device image; however it could not be reproduced in the lab. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the reported event could not be determined.